Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and then the watchman® access system (was) was advanced. Once the was crossed the septum, thrombus was observed on the was. Heparin has been administered and the patient's activated clotting time (act) was 400 sec. They attempted to aspirate the was on the left atrium side and as they pulled the was to the right atrium side. The thrombus was still present. The procedure was aborted. There were no patient complications reported.